Event description:
Device is not functioning property . Evaluate, repair as needed and return same unit to sender. (Further correspondence have associated this complaint device to two other complaints for electrodes that are reportable events, affiliate is tying this in with those events.